Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during the second drain cycle of peritoneal dialysis therapy. The patient stated that they had disconnected during dwell. The patient reconnected during the drain cycle and the system error occurred. The technical services representative assisted the patient in clearing the alarm and advised them to begin therapy over with new supplies. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that the user had disconnected from the setup during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides instructions for properly opening the transfer set. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. Should additional relevant information become available, a supplemental report will be submitted.